Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having asthma (new or worsening) and lung disease from a trilogy 100 device. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having asthma (new or worsening) and lung disease from a trilogy 100 device. Medical intervention was not specified. No additional information can be requested at this time. The device was evaluated by the manufacturer's product investigation laboratory (pil) and tech was unable to confirm any cause related to a defect, malfunction, or any failure in or of the suspect trilogy 100 ventilator that would apply to the allegations in the complaint section. The unit was connected to an mfts where tech verified failures for control pressure and monitor pressure, as well as oxygen low flow. Tech confirmed that the oxygen low flow tubing was not connected to the active exhalation control module. Tech connected the oxygen low flow tubing to the active exhalation control module and retested the unit, verifying a passing result with the tubing corrected. Tech disassembled the suspect unit for internal inspection. Tech found no signs of damage or evidence of defective operation. Tech did not detect any pinched or blocked tubing. Tech also found the airpath foam to be firmly secured, without any signs of delamination or degradation. The ac connector and oxygen low flow tubing were reconnected previously in the investigation. Pil tech could not confirm black foam particulates or foam degradation inside the suspect unit after disassembly. After review, tech has determined that trilogy 100 ventilator operates as designed and functions as expected. The sensor board of the unit drifted out of spec due to contamination issues.